Event description:
During a stent/graft procedure, the balloon was inflated with 1:1 contrast-saline mixture by a 25cc syringe. Attempts to deflate the balloon were unsuccessful. The physician cut the shaft of the catheter outside the body and achieved deflation. The catheter was removed.